Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s wife) reported that on (B)(6) 2017, the customer¿s adc blood glucose meter was not providing a result after a sample was applied to the test strip, and the customer was unable to monitor his blood sugar. The customer was reported as ¿feeling bad¿, with frequent urination, dehydration, and ¿almost fainting three times¿, including a loss of consciousness. At 12:00 am the customer was taken to a hospital emergency room where a blood glucose reading of 733 mg/dl was obtained. He was diagnosed with hyperglycemia, and treated with metformin, insulin, and ¿2-3 bags of IV fluid¿. The customer was discharged at 5:45 am. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The meter did not start after the control solution was applied to the test strip. Meter was send for further investigation and disassembled. During visual inspection of the pcb (printed circuit board) blood was observed in the strip port. The complaint is not confirmed.

Event description:
A caller (customer¿s wife) reported that on (B)(6) 2017 the customer¿s adc blood glucose meter was not providing a result after a sample was applied to the test strip, and the customer was unable to monitor his blood sugar. The customer was reported as ¿feeling bad¿, with frequent urination, dehydration, and ¿almost fainting three times¿, including a loss of consciousness. At 12:00 am the customer was taken to a hospital emergency room where a blood glucose reading of 733 mg/dl was obtained. He was diagnosed with hyperglycemia, and treated with metformin, insulin, and ¿2-3 bags of IV fluid¿. The customer was discharged at 5:45 am. There was no report of death or permanent injury associated with this event.